Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5015715/5017905, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing redness, swelling and pain at the pocket site. The patient was admitted in the hospital and was given antibiotics with no improvement. The physician confirmed that there was an infection, unsure of what type, but it was not device or procedure related. The patient underwent an explant procedure.